Manufacturer narrative:
H3: the system was serviced in the field, and no fault was found. The system performed as intended. H3: logs were received and software analysis was completed. The logs captured the nvidia gpu crash dump in the system logs on the date of issue. Also, the analyst observed a gpu memory issue multiple times - "problem handling new gpu memory data" in the navigation task after that gpu crash occurred this might have caused the reported behavior. A software issue was confirmed. The reported event results from a software malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was going unresponsive during use. This occurred intraoperatively, and there was a patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0, ubd: , UDI#: h3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.